Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15580825.

Event description:
It was reported that the patient was experiencing pain at the ipg insertion site. It was also reported that the patient was not getting adequate stimulation and had numbness and tingling sensation at the lower back. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned.